Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens model, zcb00 monofocal iol (intraocular lens) had a tear prior to insertion. This issue was observed during handling. There was no patient contact. The lens was opened, but not used. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 2/21/2019. Device returned to manufacturer: yes. Device evaluation: visual inspection of the returned sample shows damaged to the outer perimeter of the optic body of the lens. Traces of viscoelastic are observed on the lens, this indicates the lens was handled at the surgical stage and therefore, the complaint is confirmed but a product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed that no additional complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.